Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported explantation of an intraocular lens (iol) approximately 3 months following the initial implantation procedure. The clinical reason of "anisotropic effect" was provided. Additional information has been requested however, further information has not been received.